Manufacturer narrative:
The baxter technician found the patient left upper siderail cable and right scale pod membrane needed to be replaced. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Every five years, the bed exit tape switches should be replaced by a facility-authorized maintenance personnel. Ensure the bed exit system works properly. Replace worn or defective parts as needed. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the¿patient left upper siderail cable and right scale pod membrane to resolve the reported event.¿based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the scale/ppm on both patient left and right sides were not working so bed exit was not working. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).